Event description:
Customer reportedly received results of 325 mg/dl, 321 mg/dl, 170 mg/dl, 240 mg/dl and 118 mg/dl within 10 minutes on the advantage comfort curve system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.